Manufacturer narrative:
The device was received with partially broken off reservoir tube lip, missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. The device was received with faded serial number label. The device had a cracked case on the back at the battery tube area, cracked battery tube threads, minor scratched display window, scratched case and keypad overlay texture damaged. The battery tube found corroded per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 4.9 mmol/l at the time of the incident. The customer reported the insulin pump reservoir compartment retainer ring is broken and the serial number label is missing. The customer was advised the insulin pump will be returned for analysis.